Manufacturer narrative:
Review of quality records the device was found to be above elective replacement indicator (eri). Testing revealed normal device characteristics. No anomalous behavior was observed.

Event description:
It was reported that the system was removed due to infection.